Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they experienced low and high blood glucose level and alleging possible insulin pump under delivery. The customer¿s low blood glucose was 41 mg/dl, 91 mg/dl and high blood glucose was 526 mg/dl. The customer¿s other blood glucose was 77 mg/dl. The customer also reported that there was air bubbles in reservoir also stated that air bubble were successfully removed. The insulin pump will be returned for analysis.